Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the piv tpn tubing was leaking from the access port/y-in port closest to the patient.